Event description:
It was reported that balloon rupture occurred. During a venous stenting procedure, an ultra ice plus imaging catheter was used. However, it stopped working. They took that one out and used another ultra ice plus imaging catheter. An xxl balloon was used after they stent which is a wallstent 18 x 90. The balloon was inflated at 5 atmospheres but it ruptured. They removed the xxl balloon and replaced it with another xxl balloon. When the doctors were trying to remove it, the balloon ruptured at 2 atmospheres for 3 seconds and broke into pieces. At the end, the physician was able to retrieve everything. The fragments were retrieved over the wire. He removed everything, the sheath everything together. The physician was able to finish the procedure. The patient was doing okay. There were no complications. The patient was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received still inside the customers 10fr sheath along with a non bsc balloon catheter. Both devices were able to be removed from the sheath. A visual examination identified a complete circumferential tear of the balloon material located approximately 30mm distal of the proximal balloon bond. The distal section of the balloon was completely detached from the distal balloon bond. The distal section of balloon material was not returned for analysis. A visual and tactile examination identified that the shaft of the device was stretched and completely detached at approximately 55mm distal of the proximal balloon bond. The distal section of shaft was returned for analysis. This type of damage is consistent with excessive tensile force being applied during the attempts to remove the device from the patient. The shaft was also severely kinked at approximately 20mm distal of the manifold. No issues or damage was noted to the tip of the device.

Event description:
It was reported that balloon rupture occurred. During a venous stenting procedure, an ultra ice plus imaging catheter was used. However, it stopped working. They took that one out and used another ultra ice plus imaging catheter. An xxl balloon was used after they stent which is a wallstent 18 x 90. The balloon was inflated at 5 atmospheres but it ruptured. They removed the xxl balloon and replaced it with another xxl balloon. When the doctors were trying to remove it, the balloon ruptured at 2 atmospheres for 3 seconds and broke into pieces. At the end, the physician was able to retrieve everything. The fragments were retrieved over the wire. He removed everything, the sheath everything together. The physician was able to finish the procedure. The patient was doing okay. There were no complications. The patient was fine.